Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a missing reservoir tube retainer, a missing reservoir tube o-ring, a scratched case, minor scratches on the lcd window, and a cracked select button keypad overlay.

Event description:
The customer reported via phone call the pump reservoir ring is broken. The customer blood glucose levels are unknown. The pump will return for analysis.